Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The procedure was performed using an ipsilateral approach, treating the 90% stenosed and calcified target lesion located in the moderately tortuous left superficial femoral artery (sfa). Using a non bsc guidewire, the lesion was crossed and the 4.5x40mm sterling balloon was placed in position. Upon the first inflation, the balloon ruptured at 10 atmospheres. The device was removed without incident and the procedure was completed with another unspecified maverick balloon. There were no pt complications and the pt's condition was listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).